Event description:
It was reported that a patient experienced peritonitis. It was unknown if the patient was hospitalized. The treatment rendered was not reported. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. If additional relevant information becomes available a follow up report will be submitted.